Manufacturer narrative:
We have now concluded our investigation for the complaint received. No product identification information was provided and thus a manufacturing record review could not be conducted. No device was returned, preventing a thorough analysis of the device. Due to the severity of the reported complaint, our clinical team were asked to perform an investigation. It was determined that, ¿without the requested clinical information a thorough medical investigation cannot be rendered. Should any additional clinical information be provided this complaint will be re-evaluated¿. A risk management review was carried out and it was determined that as no additional clinical / medical investigation was provided no further actions are required at this time. As per the product complaint form, full canisters were not immediately replaced. As per the instructions for use for this product; 'if canister contents reach the maximum fill line (300ml or 750ml) on canister, it needs to be replaced. The canister must be replaced at least once a week.' The IFU must be directly followed to ensure safe and proper use. The probable root cause in this instance is user error. The full canister that was not replaced potentially caused the reported drainage to lay inside and out of the wound that could have subsequently caused the reported failure mode. Smith and nephew acknowledge customer concern and are continually investigating ways to develop and improve our products. We will continue to monitor for any adverse trends relating to this product range.

Event description:
It was reported that during use of a smith and nephew npwt, the rep could not keep patient in new tanks causing the drainage to lay inside and out of the wound. The patient felt something pop. Patient contacted a healthcare professional explaining the situation and the healthcare professional said patient should be ok. When the patient woke up, she felt something on the belly noticing that the intestines were out of the wound. Patient had additional surgery to correct this issue, an infection occurred time after with a white blood cell count of 21 0000.